Event description:
Three (3) discordant falsely elevated sodium (na) patient sample results were obtained on a dimension vista 500 system. The falsely elevated results were reported to the physician(s) and were questioned. The same samples were reprocessed on an alternate dimension vista 500 system and lower results were obtained. The lower results were reported to the physician(s) on corrected reports. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na results.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding three (3) falsely elevated sodium (na) patient sample results obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the instrument data and information provided by the customer. A siemens customer service engineer (cse) was dispatched to the customer's site and performed maintenance procedures as part of normal troubleshooting for issues of this nature. Repeat of the same samples yielded expected results. No process errors were observed around the time of the event. Quality control recovered within the customer's expectation. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.